Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The unspecified target lesion was in the common iliac artery. A f/g sterling otw 5.0 x 60/80 (4f) was advanced to treat the target lesion. During the first inflation, the balloon ruptured at 8 atms. It is unk how long the balloon was inflated before the rupture occurred. The procedure was completed with a different device. There were no pt complications reported with the pt's current condition listed as "good".

Manufacturer narrative:
The complaint device was not returned for analysis. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited, due to anatomical/procedural factors.